Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient presented in the hospital for a rf ablation procedure. During the procedure, intermittent undersensing was observed. Programming changes were made.